Event description:
It was reported that during a 24 hr. Parenteral nutrition infusion at an unspecified rate, it was noted that the infusion completed sooner than expected. The pharmacy confirmed thru the compounding report that the correct volume amount was sent. The event occurred in picu, there was no additional details of patient harm or consequences at this time. Other unspecified infusions at the time included lvp, syringe module. The customer is requesting an event log review to determine the possible cause of the event between the approximate time frame of 4/14 1900 - 4/15 1000.

Manufacturer narrative:
Additional information: g3, h6, h10 a review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. Cont: syringe unknown manufacturer/size.

Event description:
It was reported that during a 24 hr. Parenteral nutrition infusion at an unspecified rate, it was noted that the infusion completed sooner than expected. The pharmacy confirmed thru the compounding report that the correct volume amount was sent. The event occurred in picu, there was no additional details of patient harm or consequences at this time. Other unspecified infusions at the time included lvp, syringe module. The customer is requesting an event log review to determine the possible cause of the event between the approximate time frame of 4/14 1900 - 4/15 1000.